Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the reported malfunction. These replaced the graphical user interface (gui) printed circuit board (pcb), the backlight inverter pcb, and the liquid crystal display (lcd). The ventilator then passed all testing. The gui pcb was returned for investigation. The investigation confirmed the pcb was the cause of the malfunction.

Event description:
It was reported that during patient use, a ventilators lower display malfunctioned. Ventilation was not interrupted. However, the patient was transferred to an alternate device. There is no report of patient harm as a result of this event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.